Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic salpingectomy procedure, the probes broke off of two thunderbeat hand-pieces. It was reported that each probe broke while the surgeon was using the seal/cut function on the patient¿s tissue. A ¿seal & cut¿ error message was observed on the generator. The generator settings were cut1/coag1no device fragment fell into the patient. No unusual bleeding was observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and update manufacture date. The device was returned to olympus for evaluation. The customer ¿s complaint was not confirmed. The device was attached to the usg-400/esg-400 and passed the probe check. A visual inspection was performed on the returned device and there is some tissue build up. The ptfe pad (teflon pad) was inspected and found to have normal wear, no metal exposed, with no abnormality. Based on the evaluation, no errors or anomalies were observed during the inspection. The tb-0535fc device functioned as intended.